Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure coil had perforated fallopian tubes and migrated to pelvis/perforation (fallopian tube(s))"), device expulsion ("migration of essure device location of device-uterus/ expulsion of essure device") and genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)") in a 33-year-old female patient who had essure (batch no. 626159, 626402) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2. Concurrent conditions included obesity. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant) and weight increased ("weight gain"). In 2011, the patient experienced pelvic pain ("pelvic pain/ pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced fatigue ("fatigue"). In 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On (B)(6) 2016, 8 years 1 month after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced procedural pain ("following the removal surgery, plaintiff suffered a painful post-operative recovery"). In 2016, the patient experienced erythema ("neurological conditions or problems type: redness of face and continued pupil dilation") and mydriasis ("neurological conditions or problems type: redness of face and continued pupil dilation"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping / lower quadrant pressure/ lower abdominal pain/ lower abdominal pain") and skin warm ("neurological conditions or problems type: partially warm face"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016) and surgery (hysteroscopy removal on (B)(6) 2008). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device expulsion, procedural pain, pelvic pain, female sexual dysfunction, bladder disorder, urinary tract disorder, fatigue and weight increased outcome was unknown and the genital haemorrhage, abdominal pain lower, dyspareunia, skin warm, erythema and mydriasis had resolved. The reporter considered abdominal pain lower, bladder disorder, device expulsion, dyspareunia, erythema, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, mydriasis, pelvic pain, procedural pain, skin warm, urinary tract disorder and weight increased to be related to essure. The reporter commented: since having the surgery, her symptoms are mostly resolved. 3 rings right and more than 12rings left after placement. Per mr, right and left tube and ovary grossly normal with no evidence of perforation of essure devices, diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.3 kg/sqm. X-ray of pelvis and hip - on (B)(6) 2016: two essure devices identified within the pelvis on (B)(6) 2016 patient underwent ultrasound scan in which it was confirmed that essure coils had perforated the fallopian tubes and migrated to her pelvis on (B)(6) 2008,hysterosalpingogram-unilateral occlusion (right tube occluded) and expulsion of essure device and healthcare provider results left essure coil was expelled and recommended another essure coil implant in the left fallopian tube. On (B)(6) 2016, pathology test result: fallopian tube, left, salpingectomy: fallopian tube with no significant histologic change; complete cross section identified. Fallopian tube, right, salpingectomy: fallopian tube with no significant histologic change; complete cross section identified. Surgical device, essure, removal: see gross description. Endometrium, curettage: chronic endometritis with focal lymphoid aggregates the first fragment is a coiled wire measuring 1.0 x 0.2 x 0.2 cm with an attached long thin metal wire and a circular configuration measuring 12.5 x less than 0.1 cm. There is a second tightly coiled wire measuring 4.5 x less than 0.1 cm in maximal dimension. The specimen is for gross description only. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device expulsion, genital hemorrhage, pelvic pain, abdominal pain, lot number: 626159 expiration date:2009/09 manufacture date:2007/10. Lot number: 626402 expiration date:2009/12 manufacture date:2008/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure coil had perforated fallopian tubes and migrated to pelvis/perforation (fallopian tube(s))"), device expulsion ("migration of essure device location of device-uterus/ expulsion of essure device") and genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)") in a 33-year-old female patient who had essure (batch no. 626159, 626402) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2. Concurrent conditions included morbid obesity. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant) and weight increased ("weight gain"). In 2011, the patient experienced pelvic pain ("pelvic pain/ pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced fatigue ("fatigue"). In 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On (B)(6) 2016, 8 years 1 month after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced procedural pain ("following the removal surgery, plaintiff suffered a painful post-operative recovery"). In 2016, the patient experienced erythema ("neurological conditions or problems type: redness of face and continued pupil dilation") and mydriasis ("neurological conditions or problems type: redness of face and continued pupil dilation"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping / lower quadrant pressure/ lower abdominal pain/ lower abdominal pain") and skin warm ("neurological conditions or problems type: partially warm face"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016) and surgery (hysteroscopy removal on (B)(6) 2008). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device expulsion, procedural pain, pelvic pain, female sexual dysfunction, bladder disorder, urinary tract disorder, fatigue and weight increased outcome was unknown and the genital haemorrhage, abdominal pain lower, dyspareunia, skin warm, erythema and mydriasis had resolved. The reporter considered abdominal pain lower, bladder disorder, device expulsion, dyspareunia, erythema, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, mydriasis, pelvic pain, procedural pain, skin warm, urinary tract disorder and weight increased to be related to essure. The reporter commented: since having the surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.3 kg/sqm. On (B)(6) 2016 patient underwent ultrasound scan in which it was confirmed that essure coils had perforated the fallopian tubes and migrated to her pelvis on (B)(6) 2008,hysterosalpingogram-unilateral occlusion (right tube occluded) and expulsion of essure device and healthcare provider results left essure coil was expelled and recommended another essure coil implant in the left fallopian tube. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- all relevant medical history, concurrent condition, lot number were added.events expulsion of essure device, female sexual dysfunction, bladder disorder, urinary tract disorder, dyspareunia, fatigue, skin warm, weight increased, erythema, mydriasis, abdominal pain lower were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure coil had perforated fallopian tubes and migrated to pelvis") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2016, 8 years 1 month after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain") and abdominal pain lower ("cramping / lower quadrant pressure"). The patient was treated with surgery (bilateral salpingectomy to remove the essure). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the patient experienced procedural pain ("following the removal surgery, plaintiff suffered a painful post-operative recovery"). At the time of the report, the fallopian tube perforation, genital haemorrhage, procedural pain, pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, fallopian tube perforation, genital haemorrhage, pelvic pain and procedural pain to be related to essure. The reporter commented: since having the surgery, her symptoms are mostly resolved. Diagnostic results: on (B)(6) 2016 patient underwent ultrasound scan in which it was confirmed that essure coils had perforated the fallopian tubes and migrated to her pelvis incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.